Event description:
It was reported the atrial lead was undersensing p-waves which caused functional non capture of a ventricular pace as seen on the diagnostics. The lead is programmed unipolar for better sensing and threshold values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.